Event description:
A healthcare facility in (B)(6) reported that the inspiratory pressure knob on an rd900 neopuff infant resuscitator is not functioning properly. It ws also reported that the manometer will not go to 0. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint neopuff is currently en route to fisher and paykel healthcare for eval. We will provide a follow-up report upon receipt of the device and completion of our investigation.